Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for evaluation and abbott vascular (av), which identified a 2mm gap between the support tube and the seal valve. This observation confirmed the reported difficulty inserting a guide wire into the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified one additional incident reported for difficulty to insert guide wire, from this lot. Further investigation was performed and av determined that the cause of the issue was potentially related to manufacturing. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery (lcfa) and mildly calcified right common femoral artery (rcfa) was performed using proglide devices via a 7f sheath in the rcfa and 4f sheath in the lcfa after a peripheral interventional procedure. Reportedly, both proglide devices were successfully deployed in the lcfa and rcfa and used to achieve hemostasis; however, the "j" shaped guide wires could not be re-advanced through the proglide devices. The proglide devices were removed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.